Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that when the pod was activated, it didn't sound like there was much force behind the insertion. Later on, she heard a click and checked the customer's blood glucose level which was 447mg/dl. The pod was removed and the customer's mother noticed that the cannula was bent. She also noticed that the cannula had been leaking because it had dislodged from the insertion site. The pod was worn between 1 and 4 hours.